Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure coils were removed') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced asthenia ("weakness"), fatigue ("extreme fatigue") and hypersomnia ("idiopathic hypersomnia"). The patient was treated with surgery (essure coils were removed). Essure was removed. At the time of the report, the medical device removal, asthenia and fatigue outcome was unknown and the hypersomnia had resolved. The reporter considered asthenia, fatigue, hypersomnia and medical device removal to be related to essure. The reporter commented: her idiopathic hypersomnia had gone. She also stated that she found group of women whose symptoms mirrored like hers. They all undergone essure procedure and when the essure coils were removed they recovered almost completely. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.